Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is experiencing a insufficient pain relief from the current lead placement. The patient was reprogrammed which did not resolve the problem. The patient underwent a lead revision procedure where the lead was placed more rostral.